Event description:
Reporter stated that customer received the following results on two different meters within 10 minutes: 198 mg/dl (mobile system) and 57 mg/dl (performa nano system). The customer had hypoglycemic symptoms of trembling at the time of the results. The customer's mother gave her some sugar and she began to feel much better immediately. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).